Manufacturer narrative:
(B)(4). D10. Unknown biolox head 32s item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. Revitanâ®, distal part, curved, uncemented, 20/200 item# 0100406220 lot# 2663202. Unk conical zweymüller cup item# unknown lot# unknown. Unk titanium cerclage cables x 3 item# unknown lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported patient had an initial left total uncemented hip prosthesis in 2003 followed by a revision 9 years later due to periprosthetic femoral fracture. Subsequently, while returning home from rehabilitation, experienced a dislocation. Radiographic imaging displayed a displaced fracture with pseudoarthrosis at the previous fracture site and then, underwent a revision of the proximal revitan stem, head, liner, and cerclage cables. The revitan stem anteversion was modified and the procedure was completed without complication. Diligence is completed and no further information of the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. No products were returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot numbers. A review of the complaint history could not be performed due to missing reference and lot numbers. Partial medical records were provided from the revision surgery and was reviewed by a health care professional. The review identified that on return from rehab the patient suffered a dislocation. At the same time xray showed a displaced fracture and absence of bony healing- pseudoarthrosis. ¿ plan: removal of cerclage, treatment of fracture, revision of liner and proximal revitan stem with modification of the anteversion in order to compensate the original incorrect position of the socket. ¿ no complications were noted. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information of the reported event has been provided.